Event description:
It was reported that the pump did not detect tubing. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No device problems were found in the event history log. Visual and functional tests were performed. The customer's stated problem was not confirmed. Found no evidence of the pump not detecting tubing. Pump was found to be fully functional at the time of investigation. Preventative service was done.